Event description:
According to the report, the adhesive was used to close a laceration above the left eye. Steri-strips were placed over the top of the adhesive. During the night, the child peeled off the steri-strips with part of the adhesive. Child returned to the emergency room. The family member was given a vial of the adhesive at the ER. When family member applied the adhesive, the child rubbed their forehead and eye. The adhesive inadvertently glued the eye shut. The family member applied pertroleum jelly to remove the adhesive. In the process, child's eyelashes were pulled out. Majority of the adhesive was removed but some remains on the skin around the eye. Child's family member who is a pediatrician indicates child has sub-corneal abrasion.